Event description:
It was reported that the intraocular lens (iol) snapped in half when trying to load and there was contact with the patient's operative eye. No other information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: unknown, information not provided. Asked but not available. Explant date: if explanted, give date: unknown, information not provided. Asked but not available. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 17, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that only one half of the lens was received and was coated in viscoelastic residue. The lens was cleaned and inspected under magnification and scratches and lens damage were identified. The emeraldc cartridge was also visually inspected under magnification, and no issues were observed. Conclusion: the reported complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.